Event description:
Vns pt was scheduled for ncp system replacement surgery due to "lead migration resulting in stimulation of surrounding neck muscles". When the device stimulates, the pt's neck muscles "pull back to their ears". Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Adjustments to device settings did not alleviate the pt's symptoms. During ncp system replacement surgery, surgeon noted that the lead wire strain relief was medial instead of lateral. He also noticed that there were no tie-downs securing the strain relief loop. While attempting to dissect to the vagus nerve for removal of electrodes, the surgeon nicked the jugular vein. The pt reportedly lost close to 400cc of blood. After the bleeding was stoppeed, the surgeon noticed a very sharp bend in the lead wire near the bifurcation. The lead was explanted, leaving the original electrodes in place and an new lead was implanted with new electrodes placed below old electrodes on the vagus nerve. The generator was also replaced. Review of mfg records for both the pulse generator and the bilpolar lead revealed no anomalies that would adversely effect device performance. Lead break is suspected.